Event description:
It was reported that this right ventricular (rv) lead was capped and abandoned due to rising impedance values and rising capture thresholds. It was successfully replaced with a new lead. No additional adverse patient effects were reported.